Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 20mg/ml at minimum rate. The indication for use was non-malignant pain. It was reported that the patient was hospitalized on (B)(6) 2016 with overdose symptoms. The pump was then set to minimum rate mode. Today the healthcare provider was planning on performing a removing system contents procedure to remove higher concentration from the system and were planning on changing to a lower concentration to be able to restart therapy at a lower dose. Additional information received reported that the patient was managed by a different physician that filled the pump with 20mg/ml concentration of morphine. In april the patient was found unresponsive and hospitalized. At that time the pump was put into minimum rate and the patient recovered. To the reporter's knowledge and the knowledge of the current managing physician, it was not known why the patient was found unresponsive. The patient came to the current physician as a new patient. Upon interrogating the pump he realized the patient was on a high concentration of morphine (and the pump was still in minimum rate) and he was not comfortable dosing patients with that high of a concentration and given the patient's hospitalization in april he made the decision to withdraw the drug in the pump and initiate the pump at a lower concentration. The reporter called the manufacturer and was provided a step by step guide to removing all of the old drug from the pump and initiating therapy at a lower concentration. The physician implemented those steps and the patient was very happy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) who stated that the patient¿s previous pump managing physicians were no longer at their practice and the notes that were available to the hcp were incomplete and contradictory. The hcp also noted that the patient was possibly fired from a different hcp and thus was likely not a good historian. According the notes the hcp had available, the patient established care on (B)(6) 2015 and the pump serial number was (B)(4). Per the reporting hcp, in (B)(6) 2016, the patient reported at a follow-up visit that she felt the pump was "out of the pocket" and moving the pump was discussed. At that time, the patient was also experiencing continued leg pain. A small note in the patient's file indicated that the patient was admitted to the hospital between (B)(6) 2016. The patient's catheter was reportedly twisting and the patient was receiving less medication as a result. The patient's catheter was untwisted. The patient then reportedly received much more medication. On (B)(6) 2016, the patient's pump was "removed" due to wound infection. During the surgery, it was noted that the pump pocket was purulent and the catheter was twisted. According to the hcp, the pre-operative diagnosis was ¿malfunction¿ and the post-operative diagnosis was ¿infection¿. The hcp speculated that a second pump was put in at this time; however, additional information received from a company representative confirmed that the pump with serial number (B)(4) was removed on (B)(6) 2017 (see manufacturer¿s report # 3004209178-2017-01329). No further information was provided. No further complications were reported/anticipated.